Event description:
The rod sheared 9-10 cm above the end while it was inside the pt. The rod was not being withdrawn; nor had it been used to elevate the femur. The surgeon was unable to retrieve the sheared part and had to leave it inside the pt's femur.